Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer arrived at the hospital with diabetic ketoacidosis (dka) and alcoholic ketoacidosis (aka) on (B)(6) 2015. Bg levels were reportedly over 1400 mg/dl. The customer initiated a correction bolus with the pump, and the issue resolved. The customer was released on (B)(6) 2015, but reported having kidney damage as a result of the reported event. The customer is unsure if the kidney damage is permanent.